Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient has had their backup battery in their system controller exchanged three times. The system controller was exchanged during their visit and log files were submitted for further evaluation. The log file captured emergency backup battery (ebb) faults that began on (B)(6) 2025 due to the ebb failing the load test. The remainder of the log file was unremarkable.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed on 07mar2025 from 8:01:58 to 9:59:19. At this time, the backup battery loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the backup battery fault alarm. The system controller was exchanged on (B)(6) 2025 in response to the backup battery fault alarm. The pump maintained a speed within the expected range throughout the log files. No other notable events were observed in the log files reviewed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. Multiple attempts were made to obtain additional information from the customer regarding other backup battery fault alarms and if exchanging the controller resolved the backup battery faults; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. The device history record for the system controller (serial number (B)(6) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6) was inspected on 14oct2024. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use, rev. C section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, rev. D section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use, rev. C section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook, rev. D section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use, rev. C section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿ also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook, rev. D section 10 and heartmate 3 instructions for use, rev. C section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 left ventricular assist device. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.